Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that successful mechanical thrombectomy of the left m1 and m2 middle cerebral artery (mca) occlusion was performed using two retrieval devices. Post procedure imaging showed a ¿much better flow¿ with a thrombolysis in cerebral ischemia score of 2b. However, the patient remained intubated and lethargic under propofol medication. 24 hours post procedure the patient suffered a symptomatic intracranial hemorrhage in the treated area. Propofol was stopped and family decided to put the patient on comfort measures only. Four days post procedure the patient died. The physician¿s opinion that the cause of the hemorrhagic transformation of the acute ischemic stroke was reperfusion injury after recanalization was achieved. The cause of death was a large ischemic stroke.

Event description:
It was reported that successful mechanical thrombectomy of the left m1 and m2 middle cerebral artery (mca) occlusion was performed using two retrieval devices. Post procedure imaging showed a ¿much better flow¿ with a thrombolysis in cerebral ischemia score of 2b. However, the patient remained intubated and lethargic under propofol medication. 24 hours post procedure the patient suffered a symptomatic intracranial hemorrhage in the treated area. Propofol was stopped and family decided to put the patient on comfort measures only. Four days post procedure the patient died. The physician¿s opinion that the cause of the hemorrhagic transformation of the acute ischemic stroke was reperfusion injury after recanalization was achieved. The cause of death was a large ischemic stroke.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.